Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that since the "nurses have not mastered" the use of the device, there have been "a few errors of pump not being programmed correctly. The infusion was heparin per report there was patient involvement but no harm. No further information has been provided to bd.

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established additional information: imdrf annex a, g, b, c, d codes and manufacturer narrative. Root cause: the root cause for the reported issue that device had a user programming error - heparin.

Event description:
It was reported that since the "nurses have not mastered" the use of the device, there have been "a few errors of pump not being programmed correctly. The infusion was heparin per report there was patient involvement but no harm. No further information has been provided to bd.